Manufacturer narrative:
Ito, h., nirei, t., fukazawa, t., takizawa, h., hioki, m., shinoki, r., hayashi, y., kawahara, t., yoneyama, s., makiyama, k., takizawa, a., & kobayashi, k. (2025). Retrospective comparison of postoperative outcomes between elderly and non-elderly patients with benign prostatic enlargement using holmium laser enucleation and transurethral vaporization of the prostate at multiple high-volume centers. Lower urinary tract symptoms, 17(2), e70010. Https://doi.org/10.1111/luts.70010. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the luts: lower urinary tract symptoms, that a retrospective study was conducted to compare the surgical outcomes of holmium laser enucleation of the prostate (holep) and transurethral vaporization techniques between the elderly and nonelderly patients with benign prostatic enlargement (bpe). Clinical data from two regional centers that used holep and transuretheral vaporization techniques for bpe treatment was analyzed. The study population consisted of male patients with lower urinary tract symptoms, divided into elderly and nonelderly groups. A total of 477 of 872 patients remained in the study, of which 198 were classified as elderly (age > 75 years) and 279 as non-elderly (age < 75 years). The postoperative decrease in ipss was significantly lower in the elderly group, and advanced age was associated with less ipss decline only after vaporization, but not after holep. In both surgeries, the duration of postoperative catheterization was significantly longer in the elderly group than in the non-elderly group, and hemoglobin drop at 1 day postoperatively showed no age-related difference. The most common complication after holep was intermittent incontinence, which was more frequent in the elderly group (15.0%) than in the non-elderly group (6.2%). Regardless of age, the overall rate of need for medication at 6 months postoperatively was significantly higher after holep (32/190, 16.8%) than after transurethral vaporization (30/287, 10.5%) (p = 0.042). The need for medication was higher in the elderly for both holep and vaporization than in the non-elderly group with a specific cutoff of age. Elderly patients with bpe had relatively worse surgical outcomes, including a higher need for postoperative medications and prolonged catheterization. Other complications presented were postoperative fever, gross hematuria and postoperative urinary retention. Holep demonstrated a reduction in ipss regardless of age, and transurethral vaporization did not, although it was associated with a higher rate of intermittent incontinence.

Event description:
It was reported to boston scientific via an article published in the luts: lower urinary tract symptoms, that a retrospective study was conducted to compare the surgical outcomes of holmium laser enucleation of the prostate (holep) and transurethral vaporization techniques between the elderly and nonelderly patients with benign prostatic enlargement (bpe). Clinical data from two regional centers that used holep and transuretheral vaporization techniques for bpe treatment was analyzed. The study population consisted of male patients with lower urinary tract symptoms, divided into elderly and nonelderly groups. A total of 477 of 872 patients remained in the study, of which 198 were classified as elderly (age > 75 years) and 279 as non-elderly (age < 75 years). The postoperative decrease in ipss was significantly lower in the elderly group, and advanced age was associated with less ipss decline only after vaporization, but not after holep. In both surgeries, the duration of postoperative catheterization was significantly longer in the elderly group than in the non-elderly group, and hemoglobin drop at 1 day postoperatively showed no age-related difference. The most common complication after holep was intermittent incontinence, which was more frequent in the elderly group (15.0%) than in the non-elderly group (6.2%). Regardless of age, the overall rate of need for medication at 6 months postoperatively was significantly higher after holep (32/190, 16.8%) than after transurethral vaporization (30/287, 10.5%) (p = 0.042). The need for medication was higher in the elderly for both holep and vaporization than in the non-elderly group with a specific cutoff of age. Elderly patients with bpe had relatively worse surgical outcomes, including a higher need for postoperative medications and prolonged catheterization. Other complications presented were postoperative fever, gross hematuria and postoperative urinary retention. Holep demonstrated a reduction in ipss regardless of age, and transurethral vaporization did not, although it was associated with a higher rate of intermittent incontinence.

Manufacturer narrative:
Ito, h., nirei, t., fukazawa, t., takizawa, h., hioki, m., shinoki, r., hayashi, y., kawahara, t., yoneyama, s., makiyama, k., takizawa, a., & kobayashi, k. (2025). Retrospective comparison of postoperative outcomes between elderly and non-elderly patients with benign prostatic enlargement using holmium laser enucleation and transurethral vaporization of the prostate at multiple high-volume centers. Lower urinary tract symptoms, 17(2), e70010. Https://doi.org/10.1111/luts.70010. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.